Manufacturer narrative:
(B)(4). Eval: other (unknown what caused damage). Conclusion: (unknown what caused damage). Eval summary: the device was returned to medtronic galway for eval. The stent was positioned on the balloon as per specification. There was slight damage evident to the tip. Distal and proximal pillows were evident. The 1st twelve proximal stent segments were intact. A number of struts were raised and deformed on the thirteenth and fifteenth stent segment. A number of struts on the fourteenth segment were raised and pulled distally. There was a slight kink on the transition tubing. No further damage noted.

Event description:
The physician was attempting to implant a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting stent. It was reported that resistance was felt by the physician while advancing the device through the catheter and so, it was removed. Upon removal of the device it was reported that a strut was noticed to be raised. A second stent was then successfully implanted. No clinical sequelae were reported.